Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified that the stent moved distally on the balloon so that the distal edge of the stent was approximately 2mm from the distal edge of the distal markerband. Proximal stent damage was identified on strut rows 1 to 3. The stent struts were raised. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. No additional product analysis or external evaluations were performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure there were difficulties crossing the lesion. The 80% stenosed lesion was located in a severely tortuous and severely calcified left anterior descending artery. The 3.50x38mm taxus liberte stent was unable to cross the lesion. The procedure was completed with plain old balloon angioplasty. The patient status is listed as good with no complications reported. However, product analysis revealed stent damage.